Manufacturer narrative:
The issue was resolved for the customer by providing training on the use of the product.

Event description:
It was reported the mattresses are slippery and can slip off the stretcher. There was no associated procedure. No information was provided regarding patient involvement, adverse consequences.

Event description:
It was reported the mattresses are slippery and can slip off the stretcher. There was no associated procedure. No information was provided regarding patient involvement, adverse consequences.